Event description:
It was reported by the rep that the two ems were used during a laparoscopic inguinal herniorrhaphy procedure. It was reported that the staples were not feeding properly on both instruments. The case was completed with a third instrument. There was no pt consequence.